Manufacturer narrative:
The reported field event of inappropriate shock due to oversensing was confirmed in the laboratory via review of the stored egms. The device was tested on the bench and the high voltage output transistors were found to be damaged. The causes of the oversensing and damaged output transistors were anomalies of the associated rv and ra leads. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due noise. An alert for short circuit between the rv lead and the device was observed. The device was explanted. Patient condition was good.